Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse on (B)(6) 2008 and mesh was implanted. During the same surgery, bs obtryx was implanted to treat stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that on (B)(6) 2008, the patient underwent a revision of the anterior repair, a right retrograde pyelogram, right ureteroscopy with incision of right ureteral stricture, and right ureteral stent placement. She continues to experience dyspareunia, incontinence, infection, groin pain, pelvic pain and bleeding. No additional information was provided.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency, nocturia, and urge incontinence. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency, nocturia, and urge incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Dr. (B)(6).